Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. Visual inspections & results: evidence of debris in threaded area, no; external damage to lcs/cs housing, no. Functional tests & results: lcs/cs not rotate/latch correctly, no. Analysis conclusion: based on the info received and the visual and functional tesing, it was found that the clamp arm of the lcs was bent. This may have resulted in the instrument not functioning properly. No conclusion could be reached as to what may have caused the clamp arm to be bent (misaligned). Mfg and engineering have been notified of the reported incident.

Event description:
It was reported the devices were used during a laparoscopic nissen with laparoscopic cholecystectomy. It was reported the lcs shear did not line up at the tips. It was reported the trocar red button would not activate the blade. There was no consequence to the pt.